Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, when they opened the package, it was noted that the gauge needle was pointing to the right side and showed an incorrect measurement. Reportedly, no damages were noted to the device packaging prior to use. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the complaint device showed that the needle on the gauge was pointing between 10 atm and 11 atm. There was no other visual issues noted to the device. A functional analysis revealed that as the pressure was increased, the needle moved clockwise towards 0 atm, but was unable to reach 0 atm. A search of the complaint database revealed that no other complaints exist for the specified lot.